Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.051" x 0.242¿ and 0.106" x 0.132" was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was found to have a broken grip cable and a broken pitch cable at the proximal clevis. As a result of the breakage, the entire distal wrist was completely dislodged from the main tube. The instrument was found to have mechanical indentations/burrs at the grip tips and the proximal clevis. This failure is most commonly caused by mishandling/misuse, such as collisions with other instruments or sharp objects. Additionally, the instrument was found to have bent hypotubes, and various scratch marks with light material removed on the main tube. The scratch marks were 0.122¿ - 0.354" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the pro-grasp forceps instrument (part number: 470093-11, lot number: n11190917-0164) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3087. The alleged event occurred on the 6th use of the instrument. Image/video review: no image, or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: the prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the prograsp forceps instrument¿s tip was bent and could not be removed from the trocar. The prograsp forceps instrument has been returned, and evaluated by the failure analysis team. The instrument was found with a broken pitch cable at the proximal clevis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment, and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the pro-grasp forceps instrument¿s tip was bent, and could not take it out of trocar. No fragment fell into the patient. The customer removed the trocar along with the instrument, and then the instrument was removed from the trocar. The procedure was completed with no injury to the patient.